Event description:
It was reported when the patient would lie on her back at night she felt stimulation in her vagina down her right leg and into her right foot, referred to as "shocks." The patient had changed programs approximately two weeks prior to report, and stated it was better for incontinence but not where she would like to be. The patient was going to try turning stimulation down at night to determine if it helps with the undesired stimulation in the leg. Additional information has been requested, but was not available as of the date of this report. Patient outcome was not provided.

Event description:
Additional information received reported that the patient received assistance from her doctor and her concerns were resolved. It was noted that the patient's appointment occurred on (B)(6) 2012. No further information was reported.

Manufacturer narrative:
Product ID: 3093-28, lot# v619241, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).